Event description:
It was reported after the subject coil was placed then the second coil was advancing through the microcatheter and subsequently exiting the distal end of the catheter tip after approximately 0.5 cm, tactile control over the second coil was lost. During the subsequent attempt to retract the second coil through the microcatheter, it was stretched. In this context, the previously placed coil (subject coil device), which had already detached, was also stretched and dislodged into the parent vessel. This subject coil was recovered after some time using a snare. There was a surgical delay of 60 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.